Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05694. 2017865-2020-05723. It was reported that an asymptomatic patient presented remotely with noise oversensing on the atrial and right ventricular leads. The pacemaker device also stored alerts but did not record any electrograms for these episodes. No intervention was performed. Patient condition was stable after the events and will continue to be monitored.